Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the package was opened and an attempt was made to hold and take the needle out with the needle holder, the needle came off from the thread. It was stated that handling was as usual and there was not any particularly strong traction. An additional suture was used without issue. There was no patient injury.